Event description:
It was reported that the pt underwent a tunica vaginalis testis procedure on 01/19/1999. During the procedure local anesthesia was not well tolerated and a neuroleptanalgesia had to be performed. The surgeon perforated the right side of the bladder which was treated by a bladder catherization. Post-operatively, the pt had persisting abdominal pain. A cystography performed showed leakage at the bladder level. Plain abdominal films and echography failed to explain the reason the pt had pain. The pt was re-operated on 01/22/1999. A laparotomy was performed which revealed that the pt has peritonitis. A caecal perforation was noted. The digestive perforation was treated accordingly. The pt died in the postoperative course from a major septic state. No device malfunctions were reported.